Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and lens became stuck in the cartridge. There was no patient or injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is stuck in the cartridge. No visible damage to the cartridge. There is surgical residue on the cartridge. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.